Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. A cuff miss can be influenced by numerous factors including, but not limited to, manufacturing, user technique, and patient anatomy (e.g. Heavily calcified arteries, morbidly obese patients, etc.). The needle trajectory of every device is checked during manufacturing. Additionally, a sampling of units is destructively tested to verify product quality, to include suture placement. Failure to position and maintain the device at a 45-degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall may contribute to a cuff miss. The patient reportedly has peripheral vascular disease, prior arteriotomy in the target groin and the artery was reportedly moderately calcified. Presence of calcification in the artery may have contributed to the reported cuff miss. The instructions for use, under special patient population, indicates that the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. A review of the finished device lot history records revealed no nonconforming material records for this lot. A query of the complaint handling database was performed and there is no indication of a lot specific product quality deficiency. A conclusive cause for the reported cuff miss could not be determined.

Event description:
It was reported that an arteriotomy closure of a moderately calcified right common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. A 6fr sheath was used during insertion of the device. There was no reported clinically significant delay in the entire procedure. The physician is reported to be trained in the use of the proglide device. There were no reported adverse patient sequelae. No additional information was provided.